Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Insulin pump was received with pump error 38 alarm during rewinding due to jammed motor gearbox.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Self test was passed. Troubleshooting was performed. The insulin pump will be returned for analysis.